Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guidewire was stuck in the puncture needle. The guidewire was removed with difficulty and was deformed in the process. A representative guidewire was able to be inserted into the needle without difficulty. It is possible that a thrombus could cause obstruction of this type, but none was noted when the guidewire was removed. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation, it was found that the guide wire was stuck in the puncture needle and could not be removed. The catheter was not repaired. There was no leak or luer-adapter issue. Tego was not utilized. No cleaning agent was used on the device or on the insertion site. There was no abnormality or nothing unusual was observed prior to the use of the device. Flushing was performed prior to use and had a normal outcome. The replacement product resolved the issue, and the procedure was completed using a new product. Sizing (dimension) issues were not observed, and the guide wire provided with the kit was used. The guidewire was removed together with puncture needle and tried to be moved out or removed by hand when attempting to remove the guidewire. The guidewire was intact (not broken) and complete at the time of removal, and a post-operative x-ray had been performed to check that all parts were counted. There were no other defects/damages found on the product and no other products utilized with the device. There was no resistance noticed, and no excessive force was used on the device there was no blood loss, and blood transfusions were not needed. The event did not require intervention or treatment. There were no other patient symptoms or complications associated with the event. There was no reported patient injury.